Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were experiencing high blood glucose and their infusion set had a bent cannula. Customer's blood glucose was over 700 mg/dl at the time of the incident. It was not noted if the auto mode was active. The customer was assisted with troubleshooting for bent cannula but declined troubleshooting for high blood glucose readings. Customer was advised to change the infusion set and assisted with the rewind/prime sequence. No product will be returned.